Manufacturer narrative:
This pacemaker is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, when a non-boston scientific right ventricular (rv) lead was inserted into the header of this new pacemaker, no pacing was delivered for the patient which resulted in asystole of several seconds. The rv lead was removed and reconnected back into the header but still no pacing was observed. The physician ultimately decided to remove and replace the pacemaker prior to pocket closure and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. The right ventricular port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined the device met specification and the allegations made against the device could not be confirmed through testing.